Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows an intermittent alarm tone when the magnet is off the magnet plate. The unit battery door is missing. (B)(4).

Event description:
Customer claims while in use the alarm will not sound. Customer made attempts to adjust the volume and the results remain the same. The batteries were replaced with the same type. There was no pt incident or injury reported.